Event description:
It was reported that during a routine device change out the physician wanted to replace the old ventricular lead for better thresholds. However during the implant procedure both the old and new lead would not capture. Technical assistance recommended giving the new lead some time to adjust. After less than fifteen minutes there were expectable measurements and the old lead was capped and the new lead remained in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.